Event description:
It was reported that the patient received multiple inappropriate shocks from what appeared to be a right ventricular (rv) lead fracture. The rv lead, the atrial lead, and the left ventricular lead had high lead impedance. The rv lead was oversensing and both the rv lead and atrial lead had lead warnings. However, after the device was explanted, all the lead impedance readings were normal. A device header issue was suspected. The leads remain in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.